Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 14822256, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Sc-1132 sn: (B)(6), investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent ipg and spinal cord stimulation (scs) lead replacement procedure. The patient was doing well postoperatively. All explanted device components were discarded per facility policy.